Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her daughter experienced elevated blood glucose levels reaching a high of 500 mg/dl after applying a pod while in the hospital. The initial hospitalization is reported in MDR 2016-02376. The doctor advised her to remove the pod. No additional details provided. Pod history: (B)(6).